Manufacturer narrative:
H3, h6: as no lot number was provided it was not possible to carry out a device history review a complaint history review on the product family revealed a small number of similar instances in the last three years. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that, during wound treatment while using a pico 7 10x30cm, the patient experienced several small pustules, possibly folliculitis, where the silicone and securing strips were sitting. A clinical assessment determined the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. However, we cannot exclude a user error as a contributory factor. The instructions for use and risk files, mitigate the reported issue with no updates required. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during wound treatment while using a pico 7 10x30cm, the patient experienced several small pustules, possibly folliculitis, where the silicone and securing strips were sitting. This adverse event was treated with antibiotics prescription. A non-significant delay occurred due to this issue. In spite of this, since the wound was healing well, pico therapy was continued with a smith & nephew back-up device due to good outcomes. The patient is currently well and has recovered their daily routine.